Event description:
The customer reported to baxter (B)(4) regarding an automix connector in which a tear occurred in one of the tubings. This issue occurred before use. There was no patient involvement, patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with a tear in the tubing was confirmed during service by baxter personnel. Visual inspection revealed a slit in the tube. The root cause of the reported condition was undetermined.